Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 455 mg/dl and 417 mg/dl. Advised customer to correct the high blood glucose. The device will not be return for analysis.